Event description:
Patient was undergoing an excision of a cyst from his back. Prior to completely excising the cyst, the patient began to feel pain in the wound. The nurse was asked to inject more lidocaine into the area. She inserted the needle and injected multiple times into the wound. After the fifth pass, she pulled back and the needle was gone. There were no sudden movements during injecting, nor was the needle bent or manipulated prior to inserting it into the tissue. The doctors were unable to find the needle in the field, after all resources were exhausted, the patient was brought to interventional radiology where the needle was found and removed under fluoroscopy. The patient tolerated the remainder of the procedure well.